Event description:
This patient had a total hip arthroplasty on 5/20/96. During the port-operative evaluation, clinical & radiographic examination, it was felt that she had a significant leg-length discrepancy. She was taken back to the operating for exchange of the femoral head & neck of the prosthesis. There were no further complications.